Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called while setting up for a procedure to report that they were not able to move the universal surgical manipulator (usm) arm 1 in order to complete homing. System logs confirmed errors reporting by the usm arm 1 axis 2, indicating that usm arm 1 could not pass the wiggle test. The customer ensured there were no obstructions and that the usm arm 1 was free to move. The customer disabled the usm arm 1 and reported that the procedure would be performed with the remaining arms. The procedure was completing as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) 1 was returned for failure analysis and the reported errors were confirmed and replicated. Upon visual inspection no issues were found that would be related to the reported issues. The unit was installed onto a golden system and no related issues triggered. The unit was then installed onto a testing platform, and failed the friction test on degrees of freedom (dof) 2 and dof 3. As a result of these findings, failure analysis was able to conclude that the yaw and pitch motor modules were the root cause of the of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in remote fe, error 22028/23007 confirmed on axis 1. Upon visual inspection no issues were found that would be related to the reported issues. The unit was installed onto a golden system and no related issue trigger. The unit was then installed onto a patient side cart (psc) fixture test platform and failed the friction test on degrees of freedom (dof) 2 and dof 3. The complaint was confirmed based on the field evaluation and failure analysis. A review of the site¿s system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed the following possible related system errors: 23007 indicating high command velocity during wiggle test on usm1, axis 1. This error can happen during wiggle test or during instrument engagement; 26015 indicating wiggle test advisory error, usm1, axis 2. This advisory indicates that joint position error was beyond the soft envelop limit at the end of a wiggle test move; 23003 indicating joint position limit, usm1, axis 2 and 22028 indicating usm1 has failed post (see other possible errors associated with usm1 for axis). The failure analysis concluded that the yaw and pitch motor modules were found to be the root cause of the of the reported event.